Event description:
Boston scientific received information that this device was previously reported to have delivered a tachycardia shock and antitachycardia therapy, and an inquiry to technical services regarding programming was requested. Subsequently, this device was explanted with no allegations and returned for analysis. Initial device analysis revealed and out of specification condition when it comes to the device longevity.

Manufacturer narrative:
Upon detailed analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times , and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.